Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, on (B)(6) 2024, had a catheter breakage and complained about the PICC catheter, which was as follows: the patient, a 22-year-old male, suffered from a soft tissue malignant tumor and was intravenously inserted into his left arm on (B)(6) 2024 groshong PICC catheter, inserted with a length of 43cm, was extubated according to his will on (B)(6) 2024, when the catheter was found to be broken, and a 13cm catheter was not removed in the body, and the radiograph showed that the catheter was floating laterally in the patient's body, which was in october on the evening of the 31st, he intervened to take it out. No other information was provided.

Event description:
It was reported, on (B)(6) 2024, had a catheter breakage and complained about the PICC catheter, which was as follows: the patient, a 22-year-old male, suffered from a soft tissue malignant tumor and was intravenously inserted into his left arm on (B)(6) 2024 groshong PICC catheter, inserted with a length of 43cm, was extubated according to his will on (B)(6) 2024, when the catheter was found to be broken, and a 13cm catheter was not removed in the body, and the radiograph showed that the catheter was floating laterally in the patient's body, which was in (B)(6) 2024 on the evening of the (B)(6), he intervened to take it out. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one segment of a 4 fr groshong nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 13 cm and 14 cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.